Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event likely occurred from the user incorrectly reprocessing the subject device. However, the specific root cause of the insufficient reprocessing could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope was not reprocessed correctly in the oer-4, endoscope reprocessor. The issue was with the reprocessing process, and there was no patient or procedure involved. This event is reported under the following related patient identifiers: (B)(6): evis exera lll gastrointestinal videoscope (this report), (B)(6): oer-4, endoscope reprocessor.